Event description:
It was reported that the right atrial lead was explanted due to low pacing impedance and intermittent capture. The asymptomatic patient will continue to be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.